Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion sets cannula kinked events on 06-june-2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.